Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. The device was continued to be used during the procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log review: based on the power manager log, there was a motor voltage (vmot) supply voltage failure on 25jul2023 at 12:32:47 pm during power up. When the system is first powered on, the power manager goes through several tests. As part of the test, the software checks for vmot supply voltage range which should be 24 volts direct current (vdc) and if this test step is below a threshold this would be logged as a supply voltage failure during startup, and the software disables the battery charger until the next power cycle. This issue occurred one time only and was resolved during the next power cycle. During troubleshooting, both power supply connections to the power manager and the power manager cables were inspected. The system was rebooted several times, and the issue could not be duplicated.

Event description:
It was reported that a 'may not have battery backup' message was displayed on the central control monitor (ccm). The heart lung machine (hlm) was continued to be used. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported issue. Both power supplies and the charging system functioned as intended. Release testing was performed. The unit operated to the manufacturer's specifications.